Event description:
Baxter france reports "dialysate leak at the homechoice door level and received a system error 2367". The affiliate reports no pt injury or medical intervention as a result of incident. No further incident detail is known at this time.